Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as diagnosis, the patient was hospitalized and treated with vancomycin injection (1g, once in 4 days, intraperitoneal, discontinued on an unknown date), ceftazidime injection (1g, once daily, intraperitoneal, discontinued on an unknown date) and tab fluconazole (unknown, oral, discontinued on an unknown date) for peritonitis. On an unknown date, the patient recovered from the event. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was completed. No additional information is available.